Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the issue, customer changed infusion set and cartridge and resumed insulin.